Event description:
It was reported that revision surgery was performed due to pelvic pain. The devices were implanted in 2011.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the USA.